Manufacturer narrative:
Implanted date: device was not implanted. Explanted date - device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that they were not able to seal the puncture site with the angio-seal device. They placed the angio-seal device in the artery however the anchor did not come out of the sheath. Ultrasound was done prior to the application; the puncture site was not calcified, and puncture was done correctly. As they pulled back the device, the whole device came out of the artery. The anchor and collagen should still be inside the sheath. To close the puncture site the physician used a pad which worked properly. There was no harm to the patient and the patient was treated as intended. No significant delay of the procedure. The type of procedure was a percutaneous old balloon angioplasty (poba) left afs. Hemostasis was achieved by using a pad. The procedural sheath size used prior to the vascular closure device (vcd) device was a 6fr. There were no difficulties with arterial access, sheath, guidewire or catheter insertion. A pre-deployment angiogram was performed. There were issues with insertion or deployment or withdrawal of the device, anchor could not be deployed. It was an antegrade puncture and not an obese patient. The estimated blood loss was less than 250cc. The patient was stable and was not affected. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The returned sample included the header bag, carrier tube assembly and hemostasis sheath. The hemostasis sheath was mated to the carrier tube assembly and the locking mechanism was set to rear lock position. The device was subjected to visual analysis. The anchor was observed to be in the hemostasis sheath. No other visual anomalies were observed. Functional testing was performed on the returned device. The locking mechanism was reset to forward lock position. The anchor was observed to release from the tip of the hemostasis sheath. The device cap was pulled back to rear lock position and the anchor became posted on the tip of the hemostasis sheath. A digital force was applied to the anchor and the collagen and suture released. The tamper tube did not release. There were no other functional anomalies observed. The hemostasis sheath was unmated from the carrier tube assembly. The carrier tube assembly was then cut to check to check for the presence of the tamper tube. The tamper tube was confirmed to be in the shaft of the carrier tube assembly. Dried blood-like substances were found on the outer surface of the tamper tube. Dimensional testing was performed. Measurements were taken of the tamper tube od and the carrier tube ID. The tamper tube od was found to be 0.059 which was within specification of 0.060 +/- 0.002. The carrier tube ID was found to be 0.068" which was within specification of 0.068" +/- 0.005". All measurements were within the manufacturing specifications. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely root cause is an obstruction to the anchor posting to the tip of the hemostasis sheath. The DHR review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.